Manufacturer narrative:
The biomedical engineer (bme) reported that the patient data was sending to the emr, and the central nurse's station (cns) was displaying communication loss for the bedside monitor (bsm) that are not sending data to the emr. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor: model: bsm-6301a, sn: ni. Bedside monitor: model: bsm-6301a, sn: ni. Bedside monitor: model: bsm-6301a, sn: ni. Bedside monitor: model: bsm-6301a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the patient data was sending to the emr, and the central nurse's station (cns) was displaying communication loss for the bedside monitor (bsm) that are not sending data to the emr. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the patient data was sending to the emr, and the central nurse's station (cns) was displaying communication loss for the bedside monitor (bsm) that are not sending data to the emr. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing comm loss at the central nurse's station (cns) which was monitoring multiple bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: the root cause of this event cannot be determined. Technical support (ts) advised the customer to interbed one of the bsms resulting in black tiles. Ts noted that the bsm was not communicating with the network. Ts advised the customer to inspect the switch as it may have been powered off, defective, or in need of a reboot. The customer was to perform the task and return the call but did not. Multiple attempts at obtaining additional information were made without results. Review of the serial number found no recurrence of this issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.